Event description:
On (B)(6) 2016, pt had open reduction and internal fixation left distal radius fracture using synthes volar locking plate. On (B)(6) 2016, pt presented to clinic with increasing pain, wrist x-ray showed loose screws involving the distal component of the plate. On (B)(6) 2016, pt had hardware removed and new hardware inserted.